Event description:
The customer reported that the touch function on this unit will sometimes glitch out and the mouse will constantly look like it's touching the bottom right corner of the monitor. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the touch function on this unit will sometimes glitch out and the mouse will constantly look like it's touching the bottom right corner of the monitor. Vitals were still displayed without issue. According to the customer, they have to reboot the unit to get it back up and running. Per the customer, the issue then happens again a week or so after. Technical support (ts) advised the customer to inform the monitor techs that when cleaning the touchscreen to shut it off. The customer's biomed has not been able to duplicate the issue. There was no patient injury reported. Investigation summary: the device that experienced the reported issue was returned for evaluation. During testing, the reported issue could not be duplicated. The unit passed all functional tests and there were no issues found. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/11/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/13/2025 I called vin to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for vin to call me back with this information.. Attempt # 3: 08/14/2025 I called vin to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for vin to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the touch function on this unit will sometimes glitch out and the mouse will constantly look like it's touching the bottom right corner of the monitor. Vitals were still displayed without issue. According to the customer, they have to reboot the unit to get it back up and running. Per the customer, the issue then happens again a week or so after. Technical support (ts) advised the customer to inform the monitor techs that when cleaning the touchscreen to shut it off. The customer's biomed has not been able to duplicate the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the touch function on this unit will sometimes glitch out and the mouse will constantly look like it's touching the bottom right corner of the monitor. There was no patient injury reported.